Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had damaged (detached) dso (downstream occlusion) seal, damaged battery compartment, and scratched lens. Functional testing performed. Customer problem was duplicated. Device shows 42224 error. Root cause is a primary problem with a defective pwa (printed wireless assembly). The pwa, dso seal, lens, and battery compartment will be replaced. After the repair the device must pass all functional tests before it will be shipped back to the customer. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the device had a broken screen. There was unknown patient involvement, and no harm/adverse event reported. The following information was provided by the investigation: damaged (detached) dso (downstream occlusion) seal.